Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (power issue) issue. It was reported that the user was having difficulties with the battery. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 3/07/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data showed that the pump was never in use. During visual inspection of the pump, it was observed that no damage was found to the battery cap or the battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally and with no alarms. The pump was exercised for 24 hrs with no power issues or alarms occurring. The battery cap¿s contact height and width and the pump¿s electrical current draws were all within specification. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.